Event description:
During ercp (endoscopic retrograde cholangiopancreatography) procedure, the equipment (retrieval balloon catheter) was entered through scope all the way to the common bile duct, tech was able to inflate and was able to place contrast through balloon, when tech tried to exchange balloon, the wire got tangled and had to be removed, canulation had to redone.